Event description:
It was reported that the pt's device was showing an increase in ohms value from 1916 ohms one year ago to 6583 ohms recently. Lead impedance was ok on diagnostics, however. Reporter also noted that the end of service projection was 7.7 years remaining on year ago and now is showing 2.9 years remaining. The device output current was turned down to preserve battery life. It was also reported that the pt had a serious fall with broken limbs. X-rays were taken and reviewed by the manufacturer. Upon review, the positive electrode appeared to be broken and the electrode placement may be off. No other anomalies were noted. Based on the x-ray images provided, the exact cause of the increased lead impedance is unk; however, the broken positive coil and electrode placement may be contributing factors. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade when the device is placed where the active blade is in contact with another metal object or when the blade is cracked and then activated, it may cause a chirping or squeaking noise to be heard.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon felt a difficulty while the device was being activated. A small low abnormal sound was heard at the beginning. The sound was getting higher and changed to a metallic sound. The device was removed from the patient and the generator was restarted. When the device was activated at the system check, the blade broke off outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.